Event description:
On (B)(6) 2026, leica biosystems (lbs) received a complaint for overprocessed tissue. On (B)(6) 2026, the lbs field applications specialist (fas) investigating this event with the complainant documented, "one patient was undiagnosable and re-biopsy was completed." Patient identifiers were provided for the affected patient.